Event description:
Pt with aortic stenosis and coronary artery disease undergoing aortic valve replacement and coronary artery bypass grafting x 2 and placement of temporary atrial and ventricular pacing wires. Sutures were placed through the sewing ring of the 21 mm hancock bioprosthesis and the valve delivered down into the annulus of the sutures, as the sutures were being tied, approx. 3/4 of the way around, it was noted that the cusp was torn, making the valve inadequate. The valve was excised and replaced.